Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 8:30pm. Pt's wife (B)(6) called stating that the prodigy glucose meter was displaying unstable readings (5mg/dl, 138mg/dl, 171mg/dl, 7mg/dl). She also stated that the reading on the prodigy meter at the time of the event was 513 mg/dl. An additional test performed read 171mg/dl. Pt had symptoms of sweating, confusion and shaking. Before going to the hospital, pt was consuming hamburger, peas, oranges, sugar by mouth and drinking orange juice. Pt (B)(6) was transported to emergency room by his wife. Pt's glucose level at emergency room was 46 mg/dl. Twenty minutes had elapsed between departure and arrival time at emergency room. Caller stated that pt was given glucose IV at emergency room. No record given as to glucose level at time of departure from emergency room. Total stay at hospital was 3.5 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found. The current test is 1.2ua<55ua. Pass. The working voltage test is 400.5mb(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.